Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: (B)(6). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat unilateral right knee osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no primary operative notes provided. Patient received a right knee revision to treat pain, effusion, stiffness, and decreased range of motion secondary to loosening of the tibial tray. Upon entering the joint, scar tissue was removed from the tibia. The tibial tray was grossly loose and completely debonded at the cement to implant interface. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy components. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.